Event description:
Inbound, pt reported tubing leaking at filter three times this week. Started leaking after using for several hours. Stated the tubing lot number, just using this am is 58x048. No further details provided. Diagnosis or reason for use: sph. The product was not compounded; the product was not over-the-counter.